Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box showed no sudden drops in voltage at the time of the alleged temperature event. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered up with a test battery cap to a dim discolored display. The battery cap was able to fully tighten. The battery compartment was cracked from below the grip pad. No evidence of moisture was inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting and no alarms, overheating, or power losses were duplicated. The electrical current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. A battery was not returned with the pump.